Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in emergency room with pain o the lateral side of the pocket. The hv lead impedance was noted to be low. The patient was sent home and was advised to go see his electrophysiologist. No further information is available at this time.